Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not delivering therapy while a patient was in a slow, erratic ventricular tachycardia. The patient received appropriate high voltage therapy for the ventricular tachycardia and presented to the hospital. Programming changes were recommended.